Event description:
Event description guidant received information that the lead safety switch feature of this pacemaker was triggered on the atrial channel and information was requested on how to reprogram the lead polarity. The lead safety switch was reset, the lead configuration was programmed back to the bipolar configuration, and all measurements were reported to be within normal limits.